Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, value was unknown. Reportedly, the customer bolused correctly for their intended meal, but then consumed more carbs than expected, resulting in the high bg. A correction bolus was administered to address the high bg. The customer was instructed to consult with the healthcare provider regarding bg level.